Event description:
The customer contact reported backflow of solution. The primary tubing set was being used to deliver an unspecified solution. An unspecified secondary tubing set was being used for piggyback delivery of an unspecified antibiotic and was connected to the primary tubing set. The customer contact reported the secondary solution container was raised higher than the primary solution container. After an unspecified length of time in use, the nurse reported, "the antibiotic backed upon into the 1000ml primary bag." The anesthetist was notified and the therapy was resumed. Multiple unsuccessful attempts have been made to obtain additional.

Manufacturer narrative:
The customer indicated the device was discarded.